Event description:
The serial adapter cable was received by the manufacturer on 01/29/2016. It is currently undergoing product analysis. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's office was having communication issues with their programming system. The initial reporter believed it was an issue with the usb to db9 serial data cable. After their office received new cables, updated information was received that indicated switching the old cable for a new one resolved the issue. The suspect serial cable has not been returned to date.

Event description:
Product analysis was completed on the returned usb to db9 cable. An attempt to interrogate was made with a known good wand and tablet, but did not succeed. A vns therapy error message appeared saying ¿unable to open the port: the system cannot find the file specified.¿ the hood of the serial cable¿s db9 hood was opened, and the green data+ wire was observed to no longer be soldered on the serial cable pcb. After soldering the wire onto the serial cable pcb, interrogation and diagnostic tests were performed successfully. Functional testing was completed with no further observed anomalies. The cause of was determined to be due to mechanical stress. No additional pertinent information has been received to date.